Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that continuous monitoring demonstrated mirror image oversensing by both the right atrial (ra) and the right ventricular (rv) leads. Intermittent episodes of simultaneous noise on both the atrial and ventricular changes were noted. Far field r-wave oversensing was observed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.